Manufacturer narrative:
Device function properly during rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery and displacement test. No excessive no delivery alarm noted. The bolus wizard functioning properly per bolus wizard in the user guide. Pump programed with several bolus units. All bolus were properly recorded in pump history file. No bolus anomaly noted. Pump received with broken reservoir tube lip.

Event description:
Customer reported via phone call that the device alarmed a no delivery alarm. Pieces of the reservoir were breaking off. Customer reported there was a bolus programmed in the device but she did not program it. Customer's blood glucose was 429 mg/dl. Device did not display an "estimate details" message during a recent bolus. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.